Manufacturer narrative:
(B)(4). G2: foreign - event occurred in russia. Review of the most recent checklist determined the cover fastening was broken. Pending disposition. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review to identify potential adverse trends. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the cover fastening of aseptic battery housing was broken. Attempts have been made and no further information has been provided.